Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter had a missing segments issue with the display. The pt indicated that the alleged issue started on (B) (6) 2010, at 1:00 pm. It is not known if the pt could obtain an actionable result due to the product issue. Thirty minutes before the alleged issue began, the pt administered self-treatment by taking a usual dose of 50 units "70/30" insulin. At 1:30 pm that same day, the pt claimed that he developed symptoms of an extreme headache, stomach ache, and trembling. At 3:30 pm that same afternoon, the pt claimed that his blood glucose was tested on an ER/hospital meter and a result of "600 mg/dl" was allegedly obtained. The pt also claimed that he rec'd unspecified treatment from an unidentified health care professional (hcp) around 3:30 pm that same day. It would have been helpful to know the following info: the pt testing frequency, his medication and diabetes management regimens, what meter reading (if any) the tpt obtained at 1:00 pm the day the event occurred, how the pt interpreted the result, and what actions the pt took based on the result. In addition, it would have been helpful to know if the pt attempted to test his blood glucose when he felt symptomatic, what actions he took before and after the symptoms developed, if he attributed the reported symptoms to high or low blood glucose, if he skipped lunch or any snacks because of the alleged issue, and what treatment he rec'd from the ER/hospital. The meter and test strips were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed a symptom of trembling which can be associated with a serious injury a half hour after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.